Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver 0.9% sodium chloride at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of 150ml of sodium phosphate with a concentration of 7.5mmol, for a duration of two hours. The primary solution container was lowered below the secondary solution container. The sodium phosphate delivery was reported to have been started at midnight. One hour after the delivery was started, the nurse returned to the pt's room and noted that the secondary solution container was empty. The physician was notified. The pump and tubing sets were removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, backflow was noted. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This device was identified as part of a customer notification dated november 24 2009. This report represents all the information known by the rptr upon query by hospira personnel. (B)(4).